Event description:
It was further reported that the patient visited their health care professional to remove the cannula; however, the doctor was unable to locate it. The patient reported that they had one stitch "close up to the skin" and there was a "pea sized lump" under their skin. The patient stated that the lump was not sore. According to the patient, the doctor advised that the cannula may eventually encapsulate and move to the surface. No further clinical actions are planned.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Distributor reported on behalf of home care patient that during the removal of the infusion set, the plastic cannula detached from the set and remained in the patient's skin. The patient reported that they visited their health care provider to discuss the removal of the cannula. According to the patient, their healthcare provider advised that the patient undergo an ultrasound procedure prior to the removal of the cannula. Follow-up information regarding the patient's outcome has been requested; however, it has not yet been received.